Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose (bg) level of 473 mg/dl. Customer was treated with 7 units of humalog, and released from the ER after 2 hours. Upon being released, customer's bg level was 378 mg/dl and customer was feeling better. Reportedly, customer alleged that the pump was not delivering insulin. Customer was using insulin in the cartridge 2 days longer than the recommended guideline. Tandem technical support (cts) educated the customer regarding cartridge/insulin guidelines. The customer declined further troubleshooting with cts regarding elevated bg, therefore no additional information could be obtained.